Event description:
It was reported that pump experienced malfunction that displayed malfunction code and fault identification number, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset process, confirmed malfunction did not recur after reset, was advised to continue using pump and to call back if malfunction returned, and acknowledged understanding of these instructions.